Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the image was dark due to broken fibers causing light transmission loss. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope image was dark. The issue was found during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported the rigid video scope image was dark. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Facility name: (B)(6). Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.